Event description:
It was reported to boston scientific corporation that a jagwire guidewire was undergoing a visual inspection on (B)(6), 2010. According to the complainant, while performing a general inspection of the unopened device through the packaging, the coating at the end of the device appeared missing and the core wire was exposed. The inspection did not occur during a procedure and the device was not involved in a procedure at the time. This event has been deemed a reportable event based on the investigation results; "a portion of the distal tip detached".

Manufacturer narrative:
(B)(4): a visual examination revealed that approximately 3 cm from the distal end coating is detached, however the core wire is intact. A razor blade was used to scrape the core wire and check for adhesive. Evidence shows that the core wire does contain adhesive suggesting that the pebax section was properly attached. The condition of the returned unit was not fully consistent with the customer complaint that inspection of the unopened device through the packaging revealed the coating at the end of the device appeared missing and the core wire was exposed. When the device was returned for analysis, it was received packaged inside a non original, open pouch. It is possible that during removal of the specimen from the packaging hoop, the device may have become hung up on the edge of the dispenser tube and may have been pulled against resistance that compromised the integrity of the pebax section, thereby causing the deficiency reported. Therefore, the most probable root cause is handling damage. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.